Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Product history review is anticipated (awaiting device identification), engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2025, a 32 mm gore® cardioform asd occluder was selected to treat a patient with platypnea-orthodeoxia syndrome. The patient had a very large patent foramen ovale (pfo) with reportedly "massive septal movement". After balloon sizing using the stop-flow technique, a waist of 10 mm was observed. Based on this measurement, the 32 mm gore® cardioform asd occluder device was selected and deployed. The physician was not satisfied with the initial result. A residual shunt remained, and the device did not appear to sufficiently stabilize the septum. Due to concerns about potential embolization after release, the physician decided to recapture the locked device while it was still attached to the retrieval cord. During this maneuver ¿ while advancing the delivery sheath over the right atrial disc and simultaneously pulling on the retrieval cord (in accordance with the instructions for use) ¿ the retrieval cord suddenly ruptured. The occluder device immediately migrated into the left atrium, remained briefly within the mitral valve, and ultimately embolized into the descending aorta. The device was successfully retrieved without further complications and a new 37 mm gore® cardioform asd occluder device was subsequently implanted with a good procedural result. Final transesophageal echocardiogram assessment revealed a new mild to moderate mitral regurgitation at the level of a3¿p3, most likely due to minor chordae rupture caused by the temporary entrapment of the first migrated device in the mitral valve. The patient had an uneventful recovery.

Manufacturer narrative:
Updated d4, h4. Updated h6: added medical device problem codes a0401, a051201, a150208, and a050705. Code a0413, a010402, and a150207 were inadvertently entered and should be removed added type of investigation code b01, b19, b14, and b11. Updated investigation findings code to c070603, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The gore® cardioform asd occluder was returned to gore for evaluation in a fully deployed and fully locked state, without the delivery catheter. The physician¿s complaint of retrieval failure during the procedure was able to be confirmed through the engineering evaluation by confirmation of the broken retrieval cord. The retrieval cord was inspected under magnification, it was found that the retrieval cord exhibited signs of a potential tear instead of a lateral pull failure that would cause more smaller strands to be visible off the broke surface. One of the occluder spokes had become disconnected from the proximal eyelet and had torn away from the leaflet bag. Given that the retrieval loop appeared normal and did not have any sharp peaks, the potential cause for the broken spoke might be a result of the retrieval attempts/snaring. Not all components of the device were returned to gore, so a full investigation into all components was unable to be completed. No root cause for the retrieval cord break could be determined through the evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.